Event description:
It was reported via legal documentation that a patient began experiencing pain in hi left knee prosthesis approximately nine months post implant. X-rays from (B)(6) 2013 show lucency around the tibial tray and patient's bone scan showed intense uptake of the tibial component. Patient underwent a revision of his left tibial component with a diagnosis of failed left total arthroplasty secondary to aseptic tibial loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer.

Manufacturer narrative:
1038671-2025-00445 multiple MDR reports were filed for this event, please see associated report: 1038671-2025-00445. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1 d4 d10: concomitant devices (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3 g4 h4 h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, health effect - impact code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of failure of the cement to secure the tibial component to the tibial bone, which led to loosening at the cement-implant interface and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.